Manufacturer narrative:
Report also includes serial# (B)(6)/ UDI (B)(4). G1: corrected manufacturing site name and address added additional product to be included in initial report serial# (B)(4)/ UDI (B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa contralateral leg endoprosthesis and a non-gore device (aorfix endovascular stent graft.) Contralateral leg endoprostheses were placed at both sides. The procedure was completed without any issue. On (B)(6), 2021, a distal type I endoleak at the left side was suspected on the follow up CT imaging. On (B)(6), 2021, a reintervention took place whereby an additional stent graft was placed on the left side. Reportedly, no clear type I endoleak was identified on the pre-operative angiography. On the final angiography, no type I endoleak was observed. The patient tolerated the procedure. It was not reported which lot of contralateral leg component was placed on the left side.